Manufacturer narrative:
Article citation: ayyala, haripriya s. Md; afifi, tarek md; castel, nikki md; mccarthy, colleen md; cordeiro, peter g. Md. Replacement of shaped textured implants with round smooth implants in breast reconstruction: long term patient- and surgeon- reported outcomes. Plastic and reconstructive surgery ():10.1097/prs.0000000000011001, august 18, 2023. Doi: 10.1097/prs.0000000000011001. The events of "worsened contracture," "hematoma," "seroma," "cellulitis requiring antibiotics" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, "worsened contracture," "hematoma," "seroma," "cellulitis requiring antibiotics."

Event description:
Through journal article "replacement of shaped textured implants with round smooth implants in breast reconstruction: long term patient- and surgeon- reported outcomes," the authors reported patients experienced "worsened contracture", "peri-operative complication (hematoma/seroma requiring drainage or cellulitis requiring antibiotics)," and "deflation" of silicone gel devices. 307 patients (534 implants) participated in the study. This record reflects 187 allergan® natrelle style 410 implants. Devices remain implanted and "there were no reconstructive failures."